Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism was breaking off of a 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter before and after use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were evaluated, and safety shield separation was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A CAPA was initiated for complaints relating to defective locking mechanism. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on the investigation, the customer¿s indicated failure mode for defective locking mechanism was observed by bd pas during evaluation. Additionally, a CAPA pr# (B)(4)was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Root cause description: a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified.